Event description:
While harvesting the vein endoscopically, staff members noticed the plastic coating on the tip of the vasoview harvesting tool was peeling off. Device was removed and checked and all of the plastic was accounted for.